Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an occlusion alarm leading to severe hyperglycemia with blood glucose of 586 mg dl and was treated with correction injection via multiple daily injection on (B)(6) 2026.